Event description:
It has been reported to us that while the physician was inserting the diagnostic catheter into the introducer sheath, the tip of the catheter separated outside the patient. The physician was attempting to insert the diagnostic catheter into the introducer sheath. The physician straightened out the tip of the diagnostic catheter to introduce it into the introducer and the tip of the catheter separated in the physician's hand before going into the patient. The device was replaced with another to complete the case. The patient is reported to be fine.

Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt.